Event description:
A female consumer reported that her bottle of complete easy rub multipurpose solution leaked in her backpack. She stated she was certain the cap was on securely. The customer declined to provide personal info. The return of the product could not be facilitated.

Manufacturer narrative:
Functional and visual examination of the retained sample were within specifications; no leakage was noted. A review of the mfg records for the reported lot was performed; no deviations were noted and product met all specifications. All pertinent info available to the MFR has been submitted.